Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A field service engineer mentioned that the issue has been resolved by the customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system tower door was jammed due to a bin pushing on it and the lock system might be misaligned. Door was unable to be recovered and requires maintenance. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.